Manufacturer narrative:
The device was manufactured july 19, 2017 - july 20, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an underinfusion with a large volume multirate infusor. The infusor was filled with 3500mg of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.